Manufacturer narrative:
Updated data: b4, e1 (initial reporter and phone#), e2, e3, e4, g3, g6, h2, h10, h11. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate. The unit was temporarily suspended and replaced and used normally. There was no human or patient harm caused on site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate. The unit was temporarily suspended. There was no human or patient harm caused on site.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6). (Type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information:(B)(6) a getinge field service engineer(fse) evaluated the unit and test found that the negative pressure of the pump was too low, and it was recommended to replace the maintenance kit. Replaced the maintenance kit and the machine will work normally.